Manufacturer narrative:
This report is for an unknown plate: tibia/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent removal of an unknown locking compression plate (lcp) proximal tibial plate and unknown screws due to deformation fusion, and the patient experiencing pain. Originally, the patient underwent surgery ten (10) months ago in order to fix the knee joint. The reduction position had collapsed, and the bone union had progressed to some extent with the fractured part deformed. Initially, it was planned to re-fix, but the surgery was completed only by removing the plate system that had been indwelling. Patient status was stable. Concomitant device reported: unknown plates: tibia (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unk - screws: trauma. This is report 2 of 2 for (B)(4).